Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. There is evidence of the customer reported problem 'shuts off' in the event history log. An "improper shutdown!" Message indicates that all power was lost from the pump however the log cannot be used to determine if the power was manually disconnected. No component could be determined for causality and therefore no correction was required. The reported condition was not verified. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.